Event description:
The lens was in its preloaded cartridge, where entry into the eye was started and the lens was advanced forward. However, the threads on the lens injector never engaged and resulted in a lens that came into the eye quickly. I did a thorough inspection of the capsular bag, and there did not appear to be a tear or rent in the capsule. Even though it likely did not stretch the capsule during entry. I was able to place the one-piece in the capsular bag with good centration. When the triesence was injected, no vitreous was seen. Both incisions were checked and found to have no leaks.